Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of one event for fistula. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are exoseal vascular closure device but the catalog and lot numbers are not available. A copy of the publication is attached to this report. As noted in the publication by balli et al., ((B)(6) 2018). Implementation of the exoseal vascular closure device in the transpopliteal arterial approach. J vasc interv radiol. 2018 aug;29(8):1180-1186; please report an arteriovenous fistula was observed as a puncture-related complication and treated with a stent graft. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Arterial occlusion is associated with the progression of atherosclerotic disease and is a known potential adverse event and does not represent a device failure. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As noted in the publication by balli et al., ((B)(6) 2018). Implementation of the exoseal vascular closure device in the transpopliteal arterial approach. J vasc interv radiol. 2018 aug;29(8):1180-1186; please report an arteriovenous fistula was observed as a puncture-related complication and treated with a stent graft.